Event description:
Nellcor puritan bennett received information which suggests that, the ventilator stopped cycling while in patient use. Information received suggests patient desaturated and had increased respiratory distress.

Manufacturer narrative:
Information received from the customer suggests that the ventilator was used contrary to npb labeling: device was operated with supplemental oxygen at flow volumes above the maximum specified tolerance of the device, as well as with a non-recommended patient interface.